Event description:
(B)(6) results were obtained for two patients samples. The laboratory's policy is to repeat all high results. The patients samples were repeated and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained for two patients samples. The laboratory's policy is to repeat all high results. The patients samples were repeated and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.